Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) lead exhibited low sensing and increased capture threshold. Chest x-ray was performed and the result was unknown. The ra lead was alleged to be dislodged. The ra lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement, p-wave amp variation and high pacing threshold. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. The reported events of p-wave amp variation and high pacing threshold were not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.